Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one hickman 7fr d/l catheter with detached tissue cuff. Visual inspection confirmed that the tissue cuff was detached. Returned detached tissue cuff was covered in tissue. Slight necking was noted at the cuff attachment site. Therefore, the investigation is confirmed for damaged/defective cuff. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2022).

Event description:
It was reported that when the catheter was removed the cuff around the catheter was detached. As a result an incision was made over the cuff and surgically removed. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the catheter was removed the cuff around the catheter was detached. As a result an incision was made over the cuff and surgically removed. There was no reported patient injury.